Event description:
It was reported that 3m¿ cavilon¿ advanced skin protectant and mastisol® liquid adhesive were applied and when a bovie® electrocautery tool was used, the skin preparation caught on fire. The flame was extinguished by the surgeons with hands and towels. It was unsure how long the product was allowed to dry. There was no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis and no lot number was provided. The product is flammable until it is completely dry and vapors have dissipated. A flammability event may occur if the product is exposed to an ignition source before the vapors are dissipated; therefore, this event is being reported due to use error. The instructions for use include the following warnings: danger! Extremely flammable! 2. Cavilon advanced skin protectant is extremely flammable until it has completely dried on the skin. 3. The product should only be applied when no ignition sources or heat-producing devices are in use. Allow a minimum of 90 seconds for product to dry and vapors to dissipate before using any device that could provide a source of heat or ignition. Pooling of product will significantly extend dry time. 4. Do not use cavilon advanced skin protectant near fire or flame, heat, sparks and sources of static discharge. 5. Use the product only in well ventilated areas. 6. Avoid use on individuals who are allergic to any of the ingredients. 7. The product is individually packaged for single use only. Reuse could result in increased risk of infection, or inadequate product performance. 8. The product is not intended for applications requiring sterile product (e.g. Infusion catheter site protection and care, or surgical site protection). 9. Keep out of the reach of children.